Manufacturer narrative:
Correction: b5 ¿ description was updated based on additional information received. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the trans-carotid  tavr procedure. Catheter site bleeding is blood from the arteriotomy around the catheter (sheath). Access related bleeding complications can be related to insertion techniques, device manipulation, anticoagulation, hypertension, fragile tissue, or a damaged sheath. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, per report, the bleeding around the 14f esheath was due to procedural factors (large arteriotomy due to the exchange from a 21f certitude sheath to a 14f esheath). The device was discarded, however, there was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist (fcs), during a trans-carotid tavr procedure for a 26mm sapien 3 ultra valve with the certitude delivery system, there were difficulties experienced while prepping the devices. At that time, it was decided to replace the certitude system with a commander system, so the certitude system was discarded and a 26mm sapien 3 ultra valve and commander was prepped. The 21f certitude sheath was removed from the patient and exchanged for a 14f esheath. The case proceeded as normal, however, there was about a unit of blood loss around the esheath due to the exchange from a 21f certitude sheath to a 14f esheath. It is unknown if a transfusion was required, however, the patient was stable post procedure.

Manufacturer narrative:
UDI: (B)(4); investigation is ongoing. This individual report provides data received from the thv/tvt registry.

Event description:
Per the field clinical specialist (fcs), during a trans-carotid tavr procedure for a 26mm sapien 3 ultra valve, the case proceeded as normal, however, there was about a unit of blood loss from around the esheath. Additional details were not provided.